Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5037044) on 15-aug-2014. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavier periods than I have ever had') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), irritable bowel syndrome ("recently diagnosed with ibs"), abdominal distension ("severe bloating"), pain ("pain occasionally"), autoimmune disorder ("autoimmune disease") and paraesthesia ("tingling sensation in arms and feet"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the menorrhagia, irritable bowel syndrome, pain, autoimmune disorder and paraesthesia outcome was unknown and the abdominal distension had resolved. The reporter considered abdominal distension, autoimmune disorder, irritable bowel syndrome, menorrhagia, pain and paraesthesia to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: autoimmune disease. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. No batch number was reported. Without this information neither a technical batch evaluation nor a batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for further technical investigation. The technical assessment concluded ¿unconfirmed quality defect¿. The reported adverse events are not indicative of a quality defect per se. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on the available information. Most recent follow-up information incorporated above includes: on 23-mar-2020: case became incident. Removal details updated. New reporter was added. Narrative was amended. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.